Event description:
Reportedly, the device was found in standby mode. Some difficulties were encountered upon re-initialization of the device. It was eventually re-initialized without issue.

Manufacturer narrative:
Preliminary analysis showed that the device switched in standby mode on (B)(6) 2016 due to the corruption of a single bit in memory data (most probably because of seu). However,the re-initialization process was interrupted several times on (B)(6) 2016 due to user actions. Recommendations have been provided on 04 april 2016.

Event description:
Reportedly, the device was found in standby mode. Some difficulties were encountered upon re-initialization of the device. It was eventually re-initialized without issue.

Event description:
Reportedly, the device was found in standby mode. Some difficulties were encountered upon re-initialization of the device. It was eventually re-initialized without issue.

Manufacturer narrative:
Refer to the attached analysis report for complete details.

Event description:
Reportedly, the device was found in standby mode. Some difficulties were encountered upon re-initialization of the device. It was eventually re-initialized without issue.